Event description:
It was reported that during a lavh procedure, the jaws did not come together or close completely. Case completed by using another device of the same product code. No pt consequence.